Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 due to anemia. An endoscopy was performed and located a single bleed angioectasia in the stomach. The site was cauterized and treated with argon plasma coagulation (apc). The patient was discharged on (B)(6) 2016 with no further issues. The patient's inr goal was maintained at 2.0 to 2.5. No further information was provided.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal bleeding could not be conclusively determined. The patient remains ongoing on pump support and no further related events have been reported. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.